Manufacturer narrative:
The leg positioner subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the joint where the carbon fiber board connects to the metal rail attachment assembly was damaged; however, a cause of the damage could not be determined. The user facility was provided with a new leg positioner. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
The positioner subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure a piece of the split leg positioner to their surgical table broke. The procedure was completed successfully following a short delay using a different accessory. No report of injury.